Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the capacitor was found during servicing to be low and out of spec. No patient involvement.